Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that their programmer has stopped working. Caller stated this is the second time in an over 90 day period that it has stopped functioning. Caller added that the last time it stopped working they met with manufacturing representative and had it reset, and it worked fine but just before christmas it quit again. Agent had caller connect the controller to the implant. Caller saw settings not available. The issue was not resolved. Agent reviewed meaning of message and redirected caller to their clinician. Caller stated they spoke to (B)(6) already and was told to call for a replacement controller. On (B)(6) 2025: additional information was received from a manufacturer representative (rep). The rep reported that the patient just had one high impendence contact; rep reprogrammed around this with no issue. Issue is resolved.

Manufacturer narrative:
Updated b2,b5, h1 and codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Callers additionally repeated previously documented issues (most recent implantable neurostimulator (ins) was replaced because it 'shut down' after 90 days, and that happened multiple times before replacing the ins). Patient mentioned the implants before that had simply reached eos prior to replacement (did not make complaint about longevity of inss predating the ins). Patient mentioned their prior ins was unable to cover their pain areas properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that the controller stopped two times in the last 6 months. The unit failed to fully charge then went offline. Patient stated that the cause of the controller not working is that two lead contacts had failed. Unit is not effective.